Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was being performed when the issue occurred and was completed by using the mobile c-arm, with a delay of less than 20 minutes. Customer reported to philips that the system was not booting up. The philips field service engineer (fse) inspected system onsite and found review monitors blank, flexvision screen blank, tsm was not connecting. Upon troubleshooting, the fse identified f2 was tripped in m cabinet, fse reset the f2 and powered on the system, then most of the system came back online. Upon further analysis, fse found blown fuse in m-cabinet. To resolve the issue, the fse replaced the fuse in m cabinet and performed system functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.